Event description:
It was reported to philips that after running operational check the device was showing an error message with the ECG cable. There was no report of patient involvement.

Manufacturer narrative:
The service technician evaluated the device and confirmed the ECG lead not connected issue. The device needs a trunk and lead cables. Upon conclusion of the evaluation, it was determined that the trunk and lead ECG cables require replacement. The cables were replaced and the device software was brought up to current rev. The device passed testing and was put back into service.